Manufacturer narrative:
Analysis of product .the implantable neurostimulator (B)(4) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the ins was malfunctioned and it was explanted on (B)(6) 2018. No symptoms reported and no further complications were noted or anticipated.